Event description:
It was reported that pump repeatedly displayed cgm error 42 while being used with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer performed pump reset with guidance from technical support, but error continued, so replacement pump was arranged under warranty, customer planned to use multiple daily injections as backup insulin therapy, was instructed to place faulty pump in storage mode, reenter pump settings and reconnect cgm on replacement pump, and return problematic pump using prepaid shipping label within 10 days, which customer understood and acknowledged.